Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the buttons were intermittently or not responding on the customer's insulin pump. The insulin pump reportedly was not dropped, or exposed to moisture. The customer's blood glucose was 7.2 mmol/l.. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.